Event description:
The pump was "rolling around" which caused the catheter to be "wound up." Withdrawal occurred. The pump medication was not reported. Per the patient, the pump was replaced. Per MFR device registration, the catheter was replaced (B)(6) 2006. Refer to MFR report # 6000030200600903 regarding catheter issue and analysis results.

Manufacturer narrative:
(B)(4).